Event description:
Healthcare professional reported left side rupture and exchange of textured device due to patient's concern with product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, yellow particles in shell, curved opening, weight within specification, fold creases. A microscopic analysis was performed which identified: a curved striated opening on radius side assessed as surgical damage. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
(B)(4) imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient's concern with product.

Event description:
Healthcare professional reported left side rupture and exchange of textured device due to patient's concern with product. Device has been explanted.